Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that before use the cardiosave intra-aortic balloon pump (iabp) could not be turned on. A getinge field service engineer can able to reproduce the customer reported issue but repair was not completed due to customer did not approve the purchase order (po). The customer has been informed that the device cannot be used. It is determined that the fault can only be used normally after the repair is completed and meets the factory requirements. There was no patient involvement. The investigation shall be closed now. If any new information received about part replacement, the complaint will be reopened and updated it.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement. .

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).